Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that three cases of corneal burn during phacoemulsification, the patient experienced corneal edema and required sutures. Additional information received patient experienced with high post-surgical astigmatism.

Manufacturer narrative:
The company representative examined the system but was unable to find anything that would have contributed to the reported issue, as it met all specifications. A ¿non-conformance¿ based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Based on the information available, the customer reported events cannot be confirmed. A review for complaints reported against this lot/batch/serial number was performed. Based on the information obtained, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).